Event description:
A nurse reported the 23 gauge infusion cannula would not stay connected to the trocar cannula. There was no pt impact reported. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the second complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. Manufacturing has been made aware of this complaint. (B)(4).